Event description:
Device returned to manufacturer for analysis with report of "possible rotor stall???," "pump/catheter pin connector replacement" and "hole at suture tie site causing csf/med accumulation at pocket site". Follow-up with hcp revealed patient presented in 2001 with complaints of episodes of diarrhea, diaphoresis, and the pt's pain was not under control. Patient presented prior to refill date with fluid collection around the pump. Fluid was aspirated and appeared to be csf tracking around the catheter from the intrathecal space. It was decided to do surgery at that time to check the catheter and replace the pump. Surgery with pin connector replacement completed and patient has recovered and is doing well with the therapy.